Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown / not provided. If implanted; give date: n/a. The cartridge is not an implantable device. If explanted; give date: n/a. The cartridge is not an implantable device; therefore, not explanted. Reporter information: first/given name: unknown / not provided; surname: unknown / not provided; telephone number: unknown / not provided. The cartridge is not returning for evaluation and therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with 1mtec30 cartridge. It was reported that during tecnis eyhance (icb00) +25,0 d implantation, the tip of this cartridge ruptured. Type and amount of visco was the same as usual and the whole procedure was as usual. Material is not available for collection. The cartridge tip was in contact with the eye. Patient involvement but no patient injury (no impact to patient). The complaint reporter details cannot be provided as it was specifically requested by the reporter not to bother him anymore as he is very busy. No further information has been provided or it is expected.